Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The field service engineer ran precision studies and these recovered within guidelines. The investigation is ongoing.

Event description:
The customer stated they received questionable results for an unspecified number of patient samples tested with calcium gen.2 on a cobas 6000 c 501 analyzer. The customer stated that they performed maintenance and loaded system reagents. Calibration and controls passed. They began running patient samples, but noticed that calcium values were lower than expected. The customer then loaded a new reagent pack and controls recovered within range. Patient samples were repeated, but they were still getting the same low results. The customer then borrowed a reagent pack from another site and repeated patient samples using it. The pack from the other site generated expected patient values. The customer provided one example of a sample with discrepant calcium results. The sample resulted in a calcium value of 5.6 mg/dl when using the customer's reagent pack. When tested using the pack from the other site, the calcium result was 7.8 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and control data were acceptable. There was no indication of a reagent performance issue. The investigation determined the issue is consistent with a reagent shipment handling issue. The customer obtained a new reagent of the same lot from a nearby account and samples recovered as expected.